Event description:
Pt undergoing thoractomy. Vascular stapler stuck shut when applied on lung and on pulmonary artery. Did not come apart without great difficulty, took time and care not to tear artery.